Manufacturer narrative:
Siemens is currently conducting an investigation into the reported event and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred during an interventional procedure on the artis one. The customer reported that the procedure was interupted and the system could not be brought back into operation. The patient was relocated to another system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed a thorough investigation of the reported event. It has been determined that the failure of the high voltage transformer (hvt) in the generator caused the system malfunction. The investigation showed that a screw inside the hvt was not fastened correctly. This is considered to be a single error by the hvt supplier manufacturer. No field corrective action will be triggered however, the supplier has improved the manufacturing process via strengthening the visual inspection with a four-eye principle.